Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the day after implant, the device was found in a different orientation, there was less slack from the right ventricular lead to the device. During the procedure it was noted the patient to have bradycardia with a blood pressure of 60/36. The rv thresholds at implant where 2.1 @ 0.4 ms at implant , and now dropped to 0.6v @ 0.4 ms. Rv pacing impedance dropped from 839 ohms at implant, to 600 ohms. The sensing dropped from 15.4 to 4.0, later that night and there were episodes of failure to capture. Physician suspected a micro-dislodgement. The rv lead was repositioned the next day. The patients blood pressure increased to normal range. The rv lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.